Manufacturer narrative:
Additional information: h6 complaint confirmed. One unpackaged ar-4501 was received for investigation. Visual evaluation found that the cannula shaft was bent. The most likely cause(s) of the reported failure is an improper deployment sequence leading to cannula obstruction; the implant may have never been deployed.

Event description:
It was reported that during an arthroscopic suturing of the meniscus the gliding knot of the device did not move forward. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.